Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-june-2026, a cetas healthcare notification was received via email indicating that information from a clinical study had been obtained. The report stated that a healthcare professional (hcp) observed foreign body reactions in a patient following use of the two incision distal biceps implant system. The hcp assessed the event as probably related to the device.